Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that during the implantation, the surgeon knocked the liner gently as usual, then the edge of product was fractured, and all the fractured product was taken out. Change another device to complete the procedure (can't know the information). The surgery time extended less than 10 mins. The patient is in good condition currently. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). Additionally, an analysis report was provided from the supplier. The photo investigation revealed that ea delta cer insert 36idx54od show signs of fracture, the mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 3907727 and no non-conformances or manufacturing irregularities were identified. Additionally, the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Liner breakage intra-op. It was reported that during the implantation, the surgeon knocked the liner gently as usual, then the edge of product was fractured, and all the fractured product was taken out. Change another device to complete the procedure. The surgery time extended less than 10 mins.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.